Manufacturer narrative:
Customer indicated that they replaced the lifeband the next day and did not receive any error messages on the platform's display. Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that during a call, the autopulse platform displayed a "realign patient" message. The crew realigned the patient on the platform; however, the message did not clear. The crew then reverted to manual CPR (exact length of time was not provided). No adverse patient sequelae was reported. No further information was provided.